Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 device was placed in a 73-year-old male with a medical history significant for cardiomyopathy, heart failure, cardiogenic shock, known coronary artery disease, and immunodeficiency underwent placement of an impella 5.5 device via the left axillary¿subclavian access for hemodynamic support. The patient was receiving systemic anticoagulation with a continuous heparin infusion initiated on 1-11 for atrial fibrillation following the procedure. On 1-14 at approximately 2:00 a.m., the clinical team was notified that the patient exhibited absent pulses and cyanotic discoloration of the left hand and forearm. The patient was taken to the cardiac catheterization laboratory for thrombectomy of the left upper extremity using a penumbra system. During the course of hospitalization, the patient also experienced gastrointestinal bleeding requiring blood transfusion. The patient experienced surgical intervention, blood transfusion, ischemia, thrombosis, and a major bleeding event. These events occurred in the setting of significant underlying comorbidities, systemic anticoagulation therapy, atrial fibrillation, and large-bore axillary access, all of which are known risk factors for thrombotic and bleeding complications. Based on comprehensive review of the available information, including the clinical course and patient-specific risk factors, the reported thrombotic, ischemic, and bleeding events are consistent with the patient¿s underlying disease state, anticoagulation requirements, and procedural risks associated with axillary¿subclavian access. Comprehensive review did not identify evidence suggesting a causal relationship between the impella 5.5 device and the reported patient events. The patient survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. (Ischemia / thrombosis / major bleed) : the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
B5 updated with additional information.

Event description:
It was reported that after a successful thrombectomy of ulnar and branch of radial artery, the patient had doppler pulse in left arm.